Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage and cut and kinks on the cable. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed an unclear image. The event occurred during reprocessing. There were no reports of patient involvement.